Manufacturer narrative:
When removing the delivery system (sds) after deploying a stent in the left iliac artery, it was reported that the sds felt as though it was stuck somewhere along the guidewire. The doctor was not able to remove the delivery system alone so he removed the sds and the guidewire as one unit. Once out of the patient, it was noticed that the proximal end of the delivery system was broken and was stuck on the guidewire. There was no injury to the patient and the stent was well deployed in the right location. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot was performed revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and procedural factors. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect additional information and return of the product for analysis. When removing the delivery system (sds) after deploying a stent in the left iliac artery, it was reported that the sds felt as though it was stuck somewhere along the guidewire. The doctor was not able to remove the delivery system alone so he removed the sds and the guidewire as one unit. Once out of the patient, it was noticed that the proximal end of the delivery system was broken and was stuck on the guidewire. There was no injury to the patient and the stent was well deployed in the right location. Additional information received states that the product was properly inspected and no anomalies were noted. The physician is unsure if both ports were flushed correctly. There was no difficulty encountered when advancing the device to the target lesion. The lesion was pre-dilated without difficulty. It was noted that the location of the separation was at the tip of the delivery system. The device did not kink prior to separation. The stent was fully deployed successfully in the right location and the problem was only noticed when trying to remove the delivery system over the guidewire. One non sterile unit of smart control 9x80 mm was received coiled in a plastic bag along with an unknown guidewire. Outer sheath was kinked at 1.0 cm and 3.7 cm ID band. Stent was not received. A 111.5 cm section of wire lumen, including the distal tip, was separated from the sds and attached to the unknown guide wire. The guidewire could not be removed. Blood residues were observed all along the wire lumen. The distal tip was observed and it was found firmly attached to the wire lumen, there was no evidence of separation between the wire lumen and tip, the opposite side was also observed and elongation and damages to the wire lumen were observed. The proximal hub was cross sectioned at the wire lumen/ hub bond location and it was observed that wire lumen still attached. Functional analysis could not be performed due to separated condition of the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since functional analysis could not be performed, the :"resistance/ friction" condition, reported by the customer was not confirmed. The "separated- remains on wire" condition reported by the customer was confirmed, the cause could not be conclusively determined, however it does not appear to be manufacturing related since evidence of elongations and damages at the hub/wire lumen bonding location was found during the analysis. Procedural factors and handling condition of the unit may contribute to failure as reported. The cause of kinked/bent condition found during the analysis could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, such as the use of transport rods used to maintain the sds in straight position to prevent kinks and bends as well as there are inspections in place to detect damages in the sds. Procedural factors and handling condition of the unit may contribute to failure as reported. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and procedural factors.

Manufacturer narrative:
The product was returned for evaluation on (B)(4), 2011, 111.5cm of inner shaft was received detached and included on an unknown guidewire. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that this device was being used in an angioplasty procedure on (B)(6), 2011. The doctor deployed the stent in the left iliac of the patient and when he tried removing the delivery system, it felt like it was stuck somewhere along the guidewire. The doctor was not able to remove the delivery system alone so he removed the system and the guidewire all at once as one unit. Once the unit out of the patient, it was noticed that the proximal end of the delivery system was broken and had been stuck on the guidewire. There was no injury to the patient and the stent was well deployed in the right location.